Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system displayed error 64. During registration, the screen went blue then black. The representative restarted the system and registration was saved. The case was resumed. There was a reported delay of less than 1 hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: sw kit 9735737 stealth s8 cranial, serial lot/sw version: 2.0.1 h3, h6: a software analysis was initiated. The logs were reviewed and there were 4 sessions on the date of the reported issue. Among the four sessions, the second session logs captured an issue in the core file and the program was terminated. Codes c10, d18 and previously reported code b01 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.